Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR reports: #1627487-2015-12522, #1627487-2015-12523, #1627487-2015-12524, #1627487-2015-12525. Note: there were 2 of device 4 with the same lot number, and 4 of device 5 with the same lot number. It was reported the leads were explanted and replaced which resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR reports: #1627487-2015-12522; #1627487-2015-12523; #1627487-2015-12524; #1627487-2015-12525. It was reported the patient experiences pain at the lead sites. The patient has 3 scs systems and it is unknown which leads are painful; therefore all leads are being reported. Surgical intervention may be taken to address the issue.